Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed main circuit board had a leaky super capacitor. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During evaluation, an astral device displayed an error message (sf140) related to related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.